Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a calcified and severely tortuous left radial vein. The f/g sterling otw 5.0 x 40/40 (4f) balloon was inflated three times, first inflation was to eight atmospheres for sixty seconds, second inflation was at ten atmospheres for sixty seconds and the third inflation was at twelve atmospheres for sixty seconds. The lesion did not dilate well. The physician attempted to inflate the balloon again. At thirteen atmospheres the balloon ruptured. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.